Event description:
It was reported that the device was implanted after the manufacturer's expiration date. Patient experienced ineffective therapy as reported in (related manufacturer reference number 1627487-2024-12677).

Manufacturer narrative:
Reporter phone number (B)(6).

Manufacturer narrative:
An expired device implanted was reported to abbott. Leads were implanted before expiration date. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that the lead was not implanted after the expiration date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.